Event description:
A customer reported a malfunction on their pump, which resulted in the pump screen becoming dark and not turning on. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will continue to use current pump for insulin therapy.